Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with pneumonia and the patient developed a severe aortic insufficiency (ai) with increase in ldh (lactate dehydrogenase). A transesophageal echocardiogram (tee) was negative for vegetation. Log file review captured a cluster of low flow estimates and sustained low flow hazard events when the calculated pulsatility index (pi) was elevated on (B)(6) 2022. Additional information stated that low flow alarm was improved with volume administration. The patient did not have ai pre-lvd implant. The patient passed away following a family meeting to make the patient comfort measures only. It was further reported that cause of death was hypoxemic, and respiratory failure related to pneumonia. The death was not device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed transient low flow alarms; however, it was reported that the patient¿s flow improved with volume administration. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event and patient outcome could not be conclusively established through this evaluation. The submitted log files were reviewed and found that the pump operated at the set speed without issue. Transient low flow hazard alarms were captured on 07nov2022. Elevated pi (pulsatility index) values were also noted during the low flow events. The appeared to be operating as intended, and there were no other notable alarms active in the log files. It was reported that (B)(6) would not be returned for evaluation. The outcome was not considered to be device related, and it was reported that the device operated as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists localized infection, respiratory failure, hemolysis, renal dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ warns that moderate to severe aortic insufficiency must be corrected at time of device implant. This section of the IFU also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.